Event description:
The customer reported that the probe on the ortho provue analyzer leaked. The user noticed the issue and aborted testing. Information was not provided regarding results of patient testing or possible result codes intended to prevent erroneous results from being reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results, which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. The probe was bent inside the handler and the wash station was cracked. A bent probe can lead to a loss of vacuum / pressure in the fluidics system which could result in probe drip. Repairs have returned the instrument to its expected operation. This customer has not logged any similar complaints against this analyzer since this incident.